Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, several episodes of noise and inappropriate auto mode switch episodes were observed on the ra lead. Physician performed isometric testing and noise was reproducible on the atrial channel. Physician has decided not to take any action. Patient was stable.